Event description:
Related manufacturer reference number: 1627487-2024-07319. It was reported that the patient experienced ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2024 wherein two leads were explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9191189. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9191189.